Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03753. It was reported that chest pain and stent thrombosis occurred. The patient presented at the emergency room with st-elevation myocardial infarction (stemi) and was brought immediately to the cardiac cath lab. Diagnostic angiogram revealed a 100% occlusion of the mid right coronary artery (rca). The patient received 225 mg of aspirin and 600 mg of plavix. The guide catheter was inserted and a guide wire was traverse the cost of 100% occlusion. The target lesion was then dilated with a balloon catheter after which the patient went into ventricular tachycardia and was then defibrillated. The occlusion came down from 100% to 0% and flow was increased to timi iii flow. The lesion length was around 30mm. Then a 2.5 x 24mm and a 2.5 x 12mm synergy¿ drug-eluting stents were deployed in the vessel. The patient tolerated the procedure well and the groin was closed with a non-bsc vascular closure device. The patient was brought back to the intensive care unit (ICU) and within an hour the patient started to have chest pain again. The patient was then brought back to the cath lab within three hours and the rca was found to be 100% occluded at the same site as the initial angiogram. The vessel was then balloon dilated within the stance which revealed additional thrombus. An additional 2.5 x 20mm synergy¿ drug-eluting stent was then deployed distal to the first two stents and timi iii flow returned to the distal vessel. The patient was then given a loading dose and IV drip of integrilin. Patient was then returned to the ICU and had no additional issues with the implanted stents. The prognosis for this patient is very good.